Event description:
It was observed during the device evaluation, the cysto-nephro fiberscope, the control unit and the eyepiece was found to be sticky/foreign material. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the stickiness/foreign material found on the device control unit and the eyepiece could not be determined; however, the issues was likely the result of liquid emersion and or insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.